Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found the customer reported issue of balloon tip did not function was not able to be duplicated. The balloon was tested and found no issue. The balloon function, flow found no issue when tested with reference valves (maj-1444) and olympus balloon # 3 (maj-249). Furthermore, during inspection, the elevator channel w/f (water/flow) found loose and the a-rubber glue was found crack. The forceps cover glue was found peeling. Device evaluation findings found the customer reported issue of balloon tip does not function was not able to be duplicated as during testing, no issues found on the balloon. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the balloon tip did not function during testing. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the forceps cover glue peeling was due to stress, handling, or another unknown factor. The root cause of the glue peeling was unable to be identified. The following is included in the instructions for use: ¿3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.